Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had a ventricular arrhythmia in which appropriate anti-tachycardia pacing (atp) therapy was provided and the patient received three shocks. During the shock therapy it was noted there was a low out-of-range shock impedance on the right ventricular (rv) lead measuring less than 20 ohms. Technical services recommended to replaced the lead and device as engineering can not guarantee that the device could not possibly have latent effects and at this time the patient is considered unprotected. Subsequently, this rv lead was surgically abandoned and the device was explanted and replaced successfully. No additional adverse patient effects were reported.